Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode due to oversensing. Technical services (ts) analyzed device episode data and found baseline drift. In-clinic testing was advised. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, the patient underwent isometric testing which did not reproduce any artifacts. However, a lead revision has been scheduled. According to additional information, this electrode has been explanted and replaced due to fracture which caused oversensing and baseline drift. No additional adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode due to oversensing. Technical services (ts) analyzed device episode data and found baseline drift. In-clinic testing was advised. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, the patient underwent isometric testing which did not reproduce any artifacts. However, a lead revision has been scheduled. According to additional information, this electrode has been explanted and replaced due to fracture which caused oversensing and baseline drift. No additional adverse patient effects were reported. Product return is expected.